Event description:
It was reported that the patient was "out of wind" while exercising and walking up a flight of stairs. The device was at eri and was in "reserve mode". The patient indicated "I could have died because the pacemaker [wasn't] working right for my lifestyle", "they should have replaced this pacemaker before it went into reserve mode", and "pacemaker wasn't working right". The device was explanted and replaced. No patient complications have been reported as a result of this event. Received information that was requested/provided on the device programming at the time of his last follow-up and at the time of the device replacement. It was also reported that the patient had become very symptomatic and that he had "symptoms of heart failure/congestion" requiring hospitalization. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Corrected event date as date of patient hospitalization.

Event description:
It was reported that the patient was "out of wind" while exercising and walking up a flight of stairs. The device was at eri and was in "reserve mode". The patient indicated "I could have died because the pacemaker wasn't working right for my lifestyle", "they should have replaced this pacemaker before it went into reserve mode", and "pacemaker wasn't working right". The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.